Manufacturer narrative:
Co medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), after second deployment attempt, thresholds were poor. When the device was collected, it was noted that the deflection button was not working correctly making it difficult to change shape of the catheter. The device system was removed, attempted/not used and new system placed with no further issues. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), after second deployment attempt, thresholds were poor. When the device was collected, it was noted that the deflection button was not working correctly making it difficult to change shape of the catheter. The device system was removed, attempted/not used and new system placed with no further issues. No patient complications have been reported as a result of this event. It was further reported that poor thresholds were potentially due to the patient's anatomy.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Corrected typo third sentence (attempted/not used) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.